Manufacturer narrative:
During testing it was found the device would not power on using ac or battery power. The probable cause was due to burnt components on the middle printed circuit board. The probable cause for the burnt components was not determined during product complaint investigation. The possible causes may be due to a faulty component, over voltage, or the customer used a defective ac power adapter. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device will not power up with both ac or dc. This is not a reportable malfunction. However, during verification testing at the service center burnt components were noted, internal to the device, on the middle printed circuit board. There was no reported smoke or melting case.